Event description:
Received info 03/05/2008 from an optometrist in clinical research regarding a pt enrolled in a clinical study. The pt presented in 2007 with redness, severe irritation and mild pain od upon waking up after 4 days of oasys extended wear. Sle noted od: ciliary and limbal congestion, bulbar hyperemia, diffused peripheral infiltrates, mk, stromal haze, clare, a/c minimal cells and flare. A corneal scraping was done: no organisms were isolated. The pt was treated with ciplox gtts hourly, ciplox ointment bedtime, homide qid, t-clocin 50 mg qd and vitamin c 500 mg qid. The pt presented for follow up visit, the following month, 30 days after contact lens wear was discontinued. Event resolved. Va 20/20. Product in question had been discarded. A lot product history did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. No add'l info is expected to be received. All MDR's are reviewed at quarterly management review meetings.

Manufacturer narrative:
Device labeling single use or reuse. No conclusion can be drawn.